Event description:
Additional information received reported the patient had recovered without permanent impairment.

Manufacturer narrative:
Concomitant medical products: product ID: 3389s-40, lot# va0m08u, implanted: (B)(6) 2014, product type: lead. Product ID: 3389s-40, lot# va0m08u, implanted: (B)(6) 2014, product type: lead. Product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. (B)(4).

Event description:
It was reported that the patient had presented in the emergency room complaining of a return of parkinson¿s motor symptoms. The patient¿s implantable neurostimulator (ins) was checked and the device was turned off. The patient had no explanation for the device being turned off. There was less than 50% therapy relief. The device was turned back on with the clinician programmer and the patient had returned home. No outcome was provided. Further follow-up is being conducted to obtain this information. If additional information is received a supplemental report will be submitted.